Manufacturer narrative:
Concomitant medical devices: product ID: addrl1 ipg implanted: (B)(6) 2007.

Event description:
It was reported that there was low impedance and noise on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.